Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Blood/body fluid noted in the helix housing and in the neck region. Resistance testing and x ray found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that the right atrial (ra) lead was not successfully implanted. The lead helix exhibited extension and retraction issues. The lead was received for analysis and it was determined that it was fractured. No adverse patient effects were reported.